Event description:
A customer contacted beckman coulter inc. (Bci) stating the cartridge chemistry (cc) sample probe was leaking on the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported.

Event description:
A customer reported getting an error-6 message on their pxtra meter and experiencing diaphoresis, weakness and cramps in legs with subsequent seizure. No self-treatment or third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Evaluation results: the customer's meter was returned and investigated. The complaint is confirmed. There were multiple occurrences of the date and time changing without user intervention. This is caused by electrostatic discharge. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. During a troubleshooting with adc customer service upon recalibration, the error issue was resolved.